Event description:
It was reported that three individual pump channels started beeping and displaying "channel error". Two of the "channel error" pump modules were connected to one pcu, while the third pump module that displayed ¿channel error¿ was connected to a second pcu. The customer indicated the patient, who has an admitting diagnosis of acute right heart failure, was receiving total of eight (8) infusions, four (4) of which were specified in the report as: insulin, epinephrine, dexmedetomidine, and hydromorphone drips. The clinician indicated that the patient was receiving vasoactive drips to maintain blood pressure. Following the channel error event, the clinician restarted the infusion using different pumps. During the course of transferring the infusions to different pumps, the patient's blood pressure began to drop. The clinician indicated that following restarting the infusions, the patient's blood pressure "came right back up". The clinician further indicated that there was no change in condition related to the pumps and no medical intervention was required. Although asked, the customer was unable to specify which of the pump modules had the channel errors. The customer stared that the devices were sent to third party biomed (agiliti). Agiliti has indicated that the devices will not be sent to bd. Agiliti then reported back to bd that their investigation concluded that two (2) pump modules needed calibration. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that three individual pump channels started beeping and displaying "channel error". Two of the "channel error" pump modules were connected to one pcu, while the third pump module that displayed ¿channel error¿ was connected to a second pcu. The customer indicated the patient, who has an admitting diagnosis of acute right heart failure, was receiving total of eight (8) infusions, four (4) of which were specified in the report as: insulin, epinephrine, dexmedetomidine, and hydromorphone drips. The clinician indicated that the patient was receiving vasoactive drips to maintain blood pressure. Following the channel error event, the clinician restarted the infusion using different pumps. During the course of transferring the infusions to different pumps, the patient's blood pressure began to drop. The clinician indicated that following restarting the infusions, the patient's blood pressure "came right back up". The clinician further indicated that there was no change in condition related to the pumps and no medical intervention was required. Although asked, the customer was unable to specify which of the pump modules had the channel errors. The customer stared that the devices were sent to third party biomed (agiliti). Agiliti has indicated that the devices will not be sent to bd. Agiliti then reported back to bd that their investigation concluded that two (2) pump modules needed calibration. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 no findings available, d15 cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.